Event description:
It was reported that during a cholecystectomy procedure there were malformed and scissored clips. They used another similar device to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.